Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
It was posted on the (B)(6) page by the patient that - I had a total knee replacement surgery done in (B)(6) 2014 and my knee still hurts, swelling and I can't bend it all the way back. I have to walk with a cane or walker. I wish I never got it done.